Manufacturer narrative:
Concomitant medical products: 500dm29 valve, implant date: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also noted that the right ventricular (rv) lead exhibited increasing thresholds and that the right atrial (ra) lead was unable to capture. The rv and ra leads remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected: event problem or evaluation codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported by the clinic that there was no indication that the syncope was related to the function of the ra or rv lead. No patient complications have been reported as a result of this event.